Event description:
Additional information was received from the initial reporter which confirmed the reported event (foreign material clogged the nozzle) was discovered during a diagnostic colonoscopy procedure. The procedure was completed using a similar device. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and correction to d9 and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unable to be identified and the root cause of the foreign material clogged in the nozzle was unable to be identified. In addition to the foreign material that was clogged in the nozzle, the repair center found the following: the light guide lens was chipped, the key top number 1 was pierced, the plug unit was cracked, and the light guide tube was slightly wrinkled. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope suction function did not work. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was clogging the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no suction functionality due to foreign material clogging the nozzle, that could not be removed. This finding was due to incorrect or insufficient reprocessing of the scope. If the correct reprocessing was performed, this finding may have been due to buckling of the nozzle or due to a gap on the insertion section or boot. In addition to this observation, it was also observed that the light guide lens was cracked due to a shock, caused by a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.